Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "tighten the springs of the sd card socket. Checked sd card contact. Replaced esm. After replacing the esm, the device ready for use." Summary: the device failed to startup. No patient involved; no harm registered no medical intervention required case was not reported to authorities no indication that the complaint resulted in death, injury or serious deterioration in the health of the patient, user or third party.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: the esm board was identified as the defective component. The replacement of the esm board, resolved the issue. Corrected: h6 section imdrf codes were updated/corrected.